Event description:
During an atrial fibrillation procedure, a blood leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath distal tip had been split. Functional testing did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, on both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage, the torn seal and subsequent leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.